Event description:
The complaint reported an under-delivery. The pump should have delivered 240 ml in four hours; however, it delivered approx 100 ml in that time frame.

Manufacturer narrative:
Mfg event ID: (B)(4). The testing and investigation results indicated the complaint for under-delivery was confirmed due to a broken adapter bracket (internal damage). The front pump case was broken.